Event description:
It was reported that the omega table lift fell suddenly to the bottom of its vertical height (over 20cm from iso-center). Initial investigation indicates that there was a failure of the vertical drive brake. There was a patient on the table, but no patient injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.